Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 02/07/2015 to present date 11/03/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device

Event description:
It was reported that the customer wanted to know how to fix this error code 351.6760. There was no patient involvement noted.